Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 24may2016 on order. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired of unknown cause on (B)(6) 2021. There were no other details, patient was found deceased in the room at the skilled nursing facility. The death was not considered to be device related. Device operated as expected. Device will not be returned.